Event description:
It was reported the thresholds of the right ventricular lead were increasing. It was also reported the atrial lead had low impedance and undersensing. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.